Manufacturer narrative:
Additional information: additional information was provided and the user provided that the inflammation is still persisting. For this reported event, the lot number remains unknown. Manufacturing record review and complaint history review cannot be performed due to product lot number is unknown. In addition, the product would not be returned. Therefore, no further product evaluation could be performed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, and a4: unknown, as information was requested but not provided. Section d4 - lot number: unknown/ not provided section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI number: unknown, as product lot number was not provided. Section d6a - implant date: not applicable, as the product is not an implantable device. Section d6b - explant date: not applicable, as the product is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product lot number was not provided. Section h6 - device code(s): 3191 no code available (contact lens affected) an attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported from a user who had used consept 1-step once a few days prior that when putting their contact lens into the eye, they felt eye pain and the contact lens was too painful to wear. There was eye swelling, and eye discharge. The user indicated that after two days they still had pain and a tingling in the eye. The user flushed with copious amounts of water, but the mucous membrane of the eye was swollen. The user visited an ophthalmologist. Ophthalmic drops were prescribed as the user was diagnosed with ¿superficial diffuse keratitis/conjunctivitis.¿ in addition, a 3-day topical treatment was required. No further details were provided. The product consists of both the solution and neutralizing tablets. A separate report will be submitted for the other product.